Event description:
The patient reported feeling terrible upon returning home from traveling, with palpitations and feeling more tired than usual. The patient attributed these feelings to magnets from a tablet computer, other computers, or wireless router in the home interfering with the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645 lead, implanted: (B)(6) 2014. (B)(4).